Manufacturer narrative:
The tech recommended replacing the external bed exit buzzer. The account replaced the bed exit buzzer kit to resolve the issue.

Event description:
The account alleged no audible alarm when pt position monitor goes off. No injuries reported.